Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) had blood backing into the line. There was no patient harm reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp unit and was able to verified blood intrusion in the iabp via catheter. The stm replaced pneumatic module-safety disk assembly, unit passed all calibration, functional, and safety tests per factory specifications, the iabp was returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).